Manufacturer narrative:
Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The cause of the issue was found to be the main board. The main board was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the remote cord was gripped into the pump and device was showing error 45169. The pump alarmed "cord disconnection." Troubleshooting was done but still unable to remove cord or replace with new cord and still alarming with error code. There was patient involvement but unknown patient harm/adverse event reported.